Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6) 2016, the jejunal tube became hard to flush and the pump gave a high pressure alarm all the time. The jejunal tube was pulled back approximately 10cm and was flushed with air and water several times. The jejunal tube became accessible again and was reconnected to the pump. Reportedly, two weeks since the event, the patient stated that the duodopa was less effective and she takes approximately two extra doses a day. The patient was advised to contact the neurologist. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.